Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. Device disposed.

Event description:
During the thrombectomy, two passes were made with retrievers in the occluded right internal carotid artery, post procedure the patient had a thrombolysis in cerebral ischemia score of 1. An ¿extensive¿ hemorrhagic infarction was confirmed post procedure. 40.8 mg of t-pa was intravenously administered. Internal and surgical decompression were performed. No further information was provided.